Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: (event site postal code - (B)(6), event site email), (type of investigation, investigation findings, component codes and investigation conclusions), corrected fields. Getinge field service engineer (fse) found cardiosave intra-aortic balloon pump (iabp) battery maintenance test was failed. Fse replaced the battery. The battery maintenance test was passed.

Event description:
N/a

Event description:
It was reported that during commissioning, the cardiosave intra-aortic balloon pump (iabp) battery failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during battery maintenance test during commissioning, the cardiosave intra-aortic balloon pump (iabp) battery failed. There was no patient involvement.